Manufacturer narrative:
(B)(4).

Event description:
It was reported that at implant, the lead would not allow the surgical stylet into the end of the lead. The white stylet was removed, and other stylets were attempted including the blue/green stylet; however, none of the stylets could advance to the tip of the lead. A different lead was utilized to complete the procedure.